Manufacturer narrative:
This device is not available for testing and evaluation as it remains implanted. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Event description:
As reported by the affiliate, there was jumping of a 10x40 smart control stent. One more ses was used to complete the procedure. There was no patient injury reported. The device will not be returned for analysis. Delivery of the stent delivery system (sds) to the lesion used a contralateral approach. The target lesion was the iliac artery. The details requested were unknown.

Manufacturer narrative:
Complaint conclusion: during deployment of a smart control stent it was reported that the stent jumped requiring placement of an additional stent in order to fully cover the lesion. Delivery of the stent delivery system (sds) to the lesion in the iliac artery used a contralateral approach. No additional patient, lesion/vessel or procedural information has been provided. There was no patient injury reported. The device was not returned for analysis as it remains implanted. Review of lot 15699633 revealed no anomalies during the manufacturing and inspection processes. That can be associated with the reported complaint. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Vessel characteristics and procedural handling may have contributed to the event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.